Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the use of a neff percutaneous access set for a percutaneous transhepatic cholangiodrainage (ptcd) procedure. The operator reported "they found tip end of the wire has some split." The procedure was completed successfully with the use of another wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10 ¿ concomitant medical product received on: 21feb2020. Investigation ¿ evaluation. (B)(6) hospital informed cook of an incident involving a neff percutaneous access set. The tip of wire guide had a split. The wire guide did not make patient contact. Another wire was used to complete the procedure. A review of the complaint history, device history record, manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned one wire guide for investigation. Physical examination of the returned device showed several off-set coils were noticed in the distal 5cm of the wire. A coil has been pulled out approximately 1mm from the proximal weld. No coils were broken. The complaint can be confirmed on the returned device because the wire was returned with several off-set coils on the distal end. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) for the device lot and the wire guide subassembly lots revealed one related non-conformance. The non-conformance is for ¿curve, damaged coil¿ that affected a quantity of one that had a disposition of scrapped for a quantity of one. There is a 100% qc check for this non-conformance prior to release. A database search revealed no other complaints have been reported for the device lot. A database search was completed on lot and no additional complaints were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed and no additional complaints from the same lot. It was concluded that there is no evidence that nonconforming product exists in house or in field. Cook could not review the product¿s instructions for use [IFU] for the reported failure mode because no IFU exists for a neff percutaneous access set. Based on the information provided, visual inspection of returned product, and results of investigation, it was concluded that a component failure without a manufacturing or design defect contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.